Event description:
This lead was partially capped due to high impedance greater than 2500 and high thresholds greater than 5.0v@1.0ms. During removal, the lead broke on the proximal side of the rv coil. The rv tip and coil are still implanted and everything else was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.